Event description:
It was reported an infection occurred. The leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4). Concomitant products: 5086mri52 implantable pacing lead implanted: (B)(6) 2013; addrl1 implantable pulse generator (ipg) implanted: (B)(6) 2013. (B)(4).